Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent), patient's condition affected effectiveness of device (severe calcification). Conclusions: device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).

Event description:
An attempt was made to advance an endeavor resolute rapid exchange (rx) drug eluting coronary stent to a severely calcified lesion located in mid lad. However it was reported that the device could not cross the lesion and the catheter was broken. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications and was not damaged. The distal tip was damaged. The hypotube had detached 21cm distal to the strain relief. The break points were oval and jagged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.